Event description:
It was reported to medtronic minimed that the customer reported the inpen cartridge was not moving. The customer also reported the inpen came as torn off. The customer reported no adverse event. The event involved product mmt-105elblna. Troubleshooting was performed for screw movement issue and found that the screw does not move when the injection/dose button was pushed. The issue was not resolved. Troubleshooting was performed for labeling/packaging and found that the device labels, including lot number reported as missing, removed, worn, faded or damaged during usage. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.